Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0t59d, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
A patient implanted for fecal incontinence reported that her trial worked okay and she got good relief and now it seemed a little different. Following implant, she was still having leakage and thought the device was maybe helping 50 percent. She had been fooling around with the device, getting it to where it was going to help her. The patient¿s device was set at ¿1 something¿ and she had been going up and up. She thought she had it too high and then it was hurting ¿down there¿ so she went down. On program 2 she was up to 6, but it hurt so she put herself back down to 1. A week prior to (B)(6) 2015 she was on program 1, but it was high and hurting. The patient thought she put the device on program 3 on (B)(6) 2015, but didn¿t feel any stimulation and had leakage. She went back down to program 1, which was believed to be the same program she was on right after surgery, and felt something. Stimulation was set on 2.4 which felt ¿kind of rough¿ and was decreased to 2.3. The patient felt stimulation in the vaginal area and it felt fine. She¿d been increasing stimulation since implant, trying to get effective therapy. She was scheduled to see her doctor on (B)(6) 2015. A manufacturer representative reported on (B)(6) 2015 that the patient visited her healthcare provider because she was not experiencing 50 percent improvement in her urinary symptoms. Upon initially syncing the implantable neurostimulator (ins) with the clinician programmer, a message on the clinician programmer occurred asking for the serial number of the ins, indicating a power on reset (por) had occurred. Troubleshooting included an impedance check and battery life check. The battery longevity on the clinician programmer was showing 50.2 with no range displaced on any programs. The manufacturer representative was concerned that the estimated longevity was related to the battery depleting. The battery had been implanted in march. The device impedances were normal within the range of 900 to 1600 ohms. The patient had attempted to use all four of the programs but didn¿t use an amplitude greater than 4 volts on any of them. She was programmed with 210 microseconds and 14 hz for her other settings. The battery indicator on the clinician programmer said the battery was okay and not low or at end of service. New programs were added and the patient¿s physician was to x-ray for possible lead migration. No potential event cause, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was still considering removing the implant and had made an appointment in april with their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had being doing well for fecal incontinence but they were going to see their health care professional (hcp) on the notified fate to see if they could have it removed. The patient stated that they had bad days and they could not have bowel movements for days. It was stated that the patient had been doing pretty well but they wore shields which were long pads that they wore every day in case they had an accident. The patient stated that it could happened any time, they could have gas and something may come out. The patient stated that they experienced that when they ate certain foods or a big meal and when they went to bed, it just came. It was noted that the patient went through so many pads at that point. The patient reported that they felt 50% or better improvement and they were redirected to their hcp for symptom resolution. The patient stated that they saw the hcp a few months back; they saw the hcp maybe within the 6 month period 2017 but the patient thought that it was time to make another appointment. No further complications were reported.